Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 due to hemolysis, with sub-therapeutic inr at 1.1 and ldh levels that peaked at 900. The patient was eating a lot of salad which the center feels affected their inr. The patient was bridged with IV heparin and was started on 325 mg of aspirin versus 81 mg of aspirin. The patient was discharged on (B)(6) 2014 with ldhs in the 300s and inr at 2.6.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation as it remains in use supporting the patient. No further issues have been reported. A correlation between the device and the reported event of hemolysis could not be conclusively determined. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.